Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The battery cap and compartment was not damaged. The pump powers on after the battery was replaced. However, the battery compartment has corrosion, which could affect the battery contact causing another power issue. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The battery cap was able to attach securely to the pump. The pump powers up normally with no alarms. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no alarms or power issues occurring. There was evidence of corrosion observed in the battery compartment.